Event description:
The notes directly from the operative report state: this patient presents with an artificial sphincter over a year that has been working quite well, but presents with some incontinence and a cystoscopy that confirms erosion of the urethra. There is a need to have it removed and we can have it replaced at later time. The description of the procedure follows: under anesthesia after a full prep, a penal scrotal small incision was made over the cuff and the cuff was removed. The pump was then brought into this incision and incised with a cautery and then removed as well. The patient was taken to the recovery room in good condition.